Event description:
Customer reported that he was hospitalized due to low blood glucose and. Customer stated that the blood glucose reading was unknown at the time of hospitalization. Customer stated that he has been having problems with the sensor. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.